Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
Please note: this report pertains to the third of four devices that were used during the same procedure. Refer to manufacturer reports # 6000048-2006-00426, 3005099803-2008-2607 and 3005099803-2008-2609 for a description of the first and second and fourth device. On july 28, 2006, it was reported to boston scientific corporation, that a therapeutic hemostasis procedure using resolution clipping devices occurred. According to the complainant, four resolution clipping devices failed during the procedure. The first device failed to deploy, then on the next three separate attempts, the physician opened and closed the device to grasp the tissue and each clip prematurely detached into the patient. The procedure was successfully completed using a fifth resolution clipping device. There were no complications and the patient's condition was reported as "good."